Event description:
Caller states customer tested 210 mg/dl on the aviva system around 21:00-22:00; customer administered prescribed dose of levemir. Caller states customer had seizure related to low blood glucose symptoms at 23:00; paramedics were called, and customer tested 5 mg/dl on professional device. Customer was treated with "sugar water" and orange juice. Caller states customer was then taken to the hospital and treated for hyperglycemia; he reports she was given an unspecified pill. Customer's current condition is fine. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.